Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning due to damage/deformation from physical stress (caused by handling) creating a gap in the distal end. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿warnings and cautions ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the evis exera ii ultrasound gastrovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that the distal end had a crack and the forceps elevator had foreign objects. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned and found: due to deformation of the upward/downward angulation control knob, water tightness was lost. Due to clogging of the nozzle, the water removal ability did meet the standard value. Due to wear of the angle wire, the bending angle in the up, down, left, and right directions did not meet the standard value. Due to wear of the angle wire, the play of the upward/downward, and left/right angulation control knobs were out of the standard value. The adhesive on the bending section cover was detached. The connecting tube had a scratch. The universal cord had a scratch. The forceps control lever was damaged. Due to damage on the knob wire/forceps elevator wire, the forceps raising angle did not meet the standard value. The acoustic lens had a scratch. The investigation was ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information was provided.